Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned rx vision stent delivery system (sds) noted contrast visible in the inflation lumen and the balloon, which suggests that the device was prepared for use. The balloon was found to be loosely-folded, which may indicate that positive pressure may have been applied to the system at some point. Attempts were made to obtain clarification from the account to verify when the balloon was inflated, but no additional information was available. However, the account clarified that the stent dislodged due to the calcified lesion, indicating that the balloon may have pressurized during handling post-procedure. The analysis confirmed that the stent implant was dislodged from the balloon and returned on the stylet. The distal end of the stent was mangled, which is consistent with the reported information that the stent was damaged during removal of the snare device. There were crimp marks visible on the balloon between the markers, indicating that the stent was originally positioned correctly and securely at the time of manufacture. Additionally, measurements of the outer diameter of the stent (proximal to the damage) and the inner diameter of the protective sheath were taken and all dimensions met manufacturing specification. The tip length was also measured and met manufacturing criteria. The sds likely interacted with the calcified lesion such that it failed to cross and caused the stent to become disrupted on the balloon and dislodge as a result. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the sds or the stent implant, interactions with other devices or accessory device support and is not generally associated with a product quality deficiency. Furthermore, stent dislodgement within the body may be due to factors such as, but not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during product preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during product preparation or from an interaction with other devices, the patient anatomy and/or a previously implanted stent. Based on the information provided, the lesion was moderately calcified and 80% stenosed, which likely contributed to the reported difficulties. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database did not reveal any other incidents reported from this lot, suggesting that there are no lot specific product quality deficiencies. Based on the information received with this complaint and the analysis of the returned device, the reported failure to advance and stent dislodgement appear to be related to circumstances of the procedure and not a product quality deficiency. All stent delivery systems are 100% visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is destructively tested for stent movement to verify stent security and dislodgment force.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified, 80-85% stenosis in the mid right coronary artery. After pre-dilating the lesion, the 4.0 x 23 vision was advanced, but was unable to cross and the stent dislodged. The stent was removed from the patient using a snare device, resulting in stretching out the stent strut. A new same size vision stent was used successfully to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.